Manufacturer narrative:
(B)(4). (B)(6). The device was returned for service; reliability engineering evaluated the device and observed that the device passed all manufacturing specifications and no failures were identified. Therefore, the reported condition was not duplicated and confirmed. An assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by (B)(6) that it was noted on the service order that the small battery drive device trigger reverse operation was out of order. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.